Manufacturer narrative:
(B)(4).

Event description:
It was further reported that 4 days post treatment for abdominal pain, a computerized tomography (CT) scan was performed and identified no problems. The patient went home 5 days post treatment with no abdominal pain.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post procedure the patient experienced abdominal pain and fever. The patient was undergoing a radiofrequency ablation (rfa) treatment of two liver tumors. A rf3000 radiofrequency generator was selected along with a 4cmx15 standard needle. During the procedure once the generator hit 170 watts the generator cut out and a p2 error appeared. The procedure was complete with a different device. One was a 2.1cm tumor located in segment 4a. With a treatment time of 40 minutes. The second tumor was located in segment 4b with a treatment time of 9.5 minutes. A post treatment CT scan revealed no active bleeding or hematoma. However, post procedure the patient experienced abdominal pain and fever and remained hospitalized for 4 extra days. The patient was discharged and remains well.

Manufacturer narrative:
Examination of the returned complaint device revealed that there was no visual damage noted to the device during incoming service inspection. The tamper proof seal was present but broken. During investigation the returned device passed power-on self-test and all performance criteria of the final test procedure. Performed pad over-current shutdown, power and impedance calibration, short circuit shutdown and low impedance shutdown-all passed. No error messages were observed during testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that post procedure the patient experienced abdominal pain and fever. The patient was undergoing a radiofrequency ablation (rfa) treatment of two liver tumors. A rf3000 radiofrequency generator was selected along with a 4cmx15 standard needle. During the procedure once the generator hit 170 watts the generator cut out and a p2 error appeared. The procedure was complete with a different device. One was a 2.1cm tumor located in segment 4a. With a treatment time of 40minutes. The second tumor was located in segment 4b with a treatment time of 9.5 minutes. A post treatment CT scan revealed no active bleeding or hematoma. However, post procedure the patient experienced abdominal pain and fever and remained hospitalized for 4 extra days. The patient was discharged and remains well.